Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is filed for complete clip detachment. It was reported that the initial mitraclip procedure was performed on (B)(6) 2019 to treat mixed mitral regurgitation (mr) with a grade of 4. Two mitraclips were successfully implanted, reducing mr to 1. The clips remain stable on both leaflets. On (B)(6) 2019, the patient returned to the emergency room presenting with chest pain and shortness of breath. The patient was admitted on (B)(6) 2019. An echocardiogram noted that one of the clips had embolized and lodged in the pulmonary vein. The mr increased to severe. The patient refuses treatment and no treatment has been planned. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported complete clip detachment (ccd). The reported patient effects of embolism, foreign body in patient, angina, mitral regurgitation (mr) as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The embolism and subsequent foreign body in patient and worsening mr appears to be related due to the reported ccd. Angina and shortness of breath were due to worsening mr. There is no indication of a product quality issue with respect to manufacture, design, or labeling.